Event description:
Consumer called to report getting "hi" readings consistently and adjusting insulin on the high readings. Had to call the paramedics for assistance because of very low blood sugars. Believes the meter readings were inaccurate.